Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4. One clip was successfully deployed on the mitral valve, reducing mr to a grade of 1. On (B)(6) 2022, echocardiography was performed and showed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) causing mr to increase to a grade of 3-4. On (B)(6) 2023, an additional mitraclip procedure was performed to stabilize the slda. Two clips were implanted, reducing mr to a grade of 2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause for the reported incomplete coaptation appears to be due to the patient anatomy (anatomical/tissue issues). Additionally, the reported effect of recurrent mitral regurgitation (mr) appears to be a cascading effect of incomplete coaptation. The reported effect of mr is listed in the instructions for use (IFU) which as a known possible complication associated with mitraclip procedures. The reported medical intervention and hospitalization was the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.